Event description:
It was reported the catheter was inserted into the arm of a female pt in interventional radiology. The ptd was being used for a declot procedure on a fistula. It was noted the vessel was probably collateral and small. The ptd became tangled and broke off. It was confirmed and remains in the pt. The piece remained in the pt and the physician decided on no further intervention. As a result, another kit was used to complete the procedure. There was no delay in treatment and no pt death reported.

Manufacturer narrative:
Complaint no: (B)(4). The device will not be returned.